Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in unknown eye and vision went from 6/12 to lp. Intraocular pressure (iop) at 12 months was 30mmhg and patient did not want further intervention.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.